Event description:
It was reported that during a gastrectomy procedure, although the firing was completed at the first firing, the staples of the proximal part were unformed. Additional suture was performed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.